Manufacturer narrative:
Per the user facility's manufacturer trained biomedical technician, he replaced the lithium battery and that corrected the issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a disk boot failure message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The replaced batteries were disposed of by the biomedical technician, so no further evaluation could be conducted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.